Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Tines appear normal with no anomalies seen.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the physician tried to implant the lead. The lead dislodged twice. During the procedure, the lead was accidentally desterilized. The physician removed the lead and implanted a new one. The physician then questioned if something was wrong with the tines of the lead causing the dislodgements. The lead was not implanted. No patient complications were reported as a result of this event.